Manufacturer narrative:
A quality complaint investigation was performed. Sample #1: one unused endotracheal tube of 1.d 7.0 mm with work order # (B)(4) was received with unsealed unomedical preprinted blister pack in a plastic bag enclosed in an envelope. Fitted with frosty balloon and pilot balloon printed with size identification and work order # (B)(4). Product was fitted with pvc connectors of corresponding size and marked as per entrasoft specification. Product was closely examined. Attempt to inflate the balloon with air via a luer tip syringe inserted into the valve was possible as air flowed instantly into the balloon. No sign of difficulty of inflation could be detected. Deflation was also easy and normal. Sample #2: one cut pilot balloon assembly with pilot balloon printed with work order # (B)(4) and size 7.0 mm. Component part (pilot balloon assembly)was received inside a plastic bag enclosed in an envelope. Remaining parts of the tube and packaging material was not returned. Based on the information as printed on the pilot balloon assembly, the affected batch record was retrieved to support the investigation process with specific information. The cut of pilot balloon assembly was closely examined. Attempt to inflate the valve was rather difficult. Close examination on the affected area revealed that adaptor of the valve was abnormal; therefore affect the function/operation of the valve. A comparison was done of the good sample and defected sample. Reviewing of inspection records does not reveal any associated defect detected during inspection. Review of the incoming valve's coa for this particular lot of product revealed that the product has been subjected to and passed the functional test and conforms to the requirement of the relevant product specification. An analysis on the returned sample was performed and did not meet our requirement. Related personnel will be informed and a complaint will be lodged to the supplier for action to be taken to prevent recurrence of similar kind of defect. After review of the returned product and detailed batch review, a discrepancy was found. This warrants further action and a non-conformance for the event will be opened. This complaint will remain open until completion of non-conformance. Additional information was provided on august 01, 2015 from the manufacturing site qa supervisor: it was reported in the complaint form that the lot number for the et tube, murphy was lot number 605775r001 which does not match the icc code/product reference number 61110070 for a uno endo murphy 7 mm. The lot number provided on the complaint form matches up to a 6.5 mm et tube. The picture of et tube shows the lot number 617755r001 which does match the icc code 6110070 for a uno endo murphy 7.0 mm. The correct size for the et tube used in the operation and did not deflate is 7.0 mm. Product reference number is (B)(4). The lot number for the tube that was involved in the complaint is lot number 617755r001. The photo that was supplied was the same et tube/device that was used in the operation. This et tube was sent in for evaluation. The device sent in was used. The device that was sent in for evaluation is the same lot number as the device that was used in the complaint. As this was not submitted on the initial MDR july 31, 2015. This information was discovered august 05, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that after an operation, the physician could not deflate the cuff to extubate the pt. It was reported that he had to cut the pilot line and the cuff deflated. Additional info was received on 07/30/2015, informing the product was used less than one day and there were no problems during the intubation process. It was further reported there was harm to the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No further info was available at the time of the report. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.